Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the customer's observation of the 're-running test error' was a result of the instrument not having the latest software upgrade. The instrument was therefore upgraded to the latest software version. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on evaluation of the customer's instrument, the alleged issue was observed. Root cause description: the root cause was attributed to the instrument not having the latest software upgrade. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sedi-40 instr. Defective "reruns test for no reason" and "stops without giving a result".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: n/a.

Event description:
It was reported that the sedi-40 instr. Defective "reruns test for no reason" and "stops without giving a result".